Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith efforts to obtain additional information are in progress. If additional information received, a supplemental report will be filed.

Event description:
It was reported that a faradrive steerable sheath was selected for use. It was reported that there was a valve problem on catheter. No further details provided. No patient complications reported.